Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections. The one-step electrode pads were returned to zoll medical corporation; the high voltage wire was disconnected, severed, at the tin plate crimp ring. The cause of the wire becoming disconnected is believed to be due to an inadvertent and excessive external pulling source. Our records show that the electrodes passed testing before its release. The electrodes were scrapped and the customer received a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while applying the electrode pads to a patient (age & gender unknown), a wire became detached when the user opened the electrode packaging. The clinician attempted to defibrillate the patient, however the electrode pads failed to allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrodes were returned to zoll medical corporation for evaluation. Visual inspection of the electrode found that the high voltage wire was likely detached due to an excessive external pulling force. The end of the electrode wire was found to be frayed. Review of the device history record found that this set of electrode pads passed the five pound pull test before release. The electrodes were scrapped and the customer received a replacement set. Analysis for reports of this type has not identified an increase in trend.